Manufacturer narrative:
During the analysis of the lead, fraying of the insulation was detected 12 cm distal of the is-1 connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. The damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. The provided x-ray images lead to the assumption of an unfavorable position in relation to the ICD housing. There were no indications of material defects or manufacturing errors for either the ICD or the lead.

Event description:
Ous MDR - after an implantation time of about 10 months, it was reported that the ICD could no longer be interrogated after cardioversion. This is all of the information that was provided to us. Should additional information become available, this event will be updated.